Event description:
Report received of a non-delivery. It was unknown what fluid was infusing or at what rate. According to the customer contact, the pump was set to run, but no fluid was infusing. There was no pump alarm. The tubing was reportedly loaded correctly within the tubing channel. It was not known how long the non-delivery of fluid occurred. The device was removed from clinical service. There was no adverse effect to the patient. Though requested, there was no further information available.